Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced an inability to charge the implant, continued prompts to enter the serial number, and a not found message when entering the serial number in the mystim application. The patient required stimulation due to pain following recent hospital discharge and received a recharger inactive message. The patient expressed confusion regarding device operation. The agent instructed the patient to close all apps on the handset, open the recharger application, and turn on the wireless recharger. Activation of the wireless recharger could not be confirmed due to the absence of a beeping tone, although the patient stated the wireless recharger was on. The agent advised pressing retry if the wireless recharger was on, and the patient indicated a visit to the healthcare provider office would occur due to ongoing confusion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.